Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marked internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain information from the source.

Event description:
The complainant reported an under delivery. The pump only delivered 250 ml of product in seven hours with the rate set at 60 ml an hour.